Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device failed to power up, causing the failure of the battery to charge as well as a power test failure. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. There was no reported patient involvement.

Manufacturer narrative:
This is a duplicate of report # 1218950-2016-07419.